Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the customer informed us that they have a recently acquired optical device. During the first surgical procedure performed using this device, they noticed that the image appeared blurred. After reviewing the device, they observed what appears to be a semicircular area on the lens where the image is blurred. No impact marks or visible physical damage were observed on the lens".